Manufacturer narrative:
Initial report sent to FDA on 04/15/2008.

Event description:
Procedure: lung resection. According to the reporter: the clamp cover disengaged and staples did not form properly. The surgeon retrieved them from the cavity and fired with another loading unit but the same thing occurred. There was bleeding but the volume was not known. A different size loading unit was not known. A different size loading unit was subsequently applied and was oversewed. Surgery time was increased by approximately 30 minutes. Pt status reported as ok.